Event description:
Device report from synthes europe reports an event in (B)(6) as follows: reportedly a revision of prodisc-c milling + nova was scheduled on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The part/lot number was not provided and therefore, the information is unknown at this time. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.